Event description:
It was reported that the left ventricular lead exhibited high pacing thresholds. During the attempt to extract the lead using laser technique, the patient's blood pressure declined due to pericardial tamponade. The venous wall had been damaged due to exposure to laser use. The patient subsequently deceased. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.